Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the total quantity couldn't exceed 0.1. The customer reported that the issue occurred while dispensing medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the total quantity couldn't exceed 0.1. The technical support specialist confirmed that the pharmacy was able to close the order with a total quantity of 0.1. However, the nurse at the facility still required a witness to pull the medication, as per system workflow. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed they unable to get a medication and screen displayed medication could not exceed the total quantity of 0.1. The customer reported that the issue occurred while dispensing medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.